Manufacturer narrative:
The device is not available for return as it was discarded by the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k k822723.

Event description:
It was reported that after insertion in patient, this swan-ganz pacing catheter did not pace. Problem was solved when this catheter was replaced. There was no allegation of patient injury. The device is not available for evaluation since it was discarded by the hospital.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through an inspection process. The device history record review was completed and all manufacturing inspections passed with no non conformances.